Manufacturer narrative:
(B)(4). The investigation is still going on this event. When the investigation is completed, a f/u report will be sent to the FDA on 04/24/2011.

Event description:
The customer reported "intermittent no exposure".